Event description:
It was reported that within the last month the lead impedance had risen and was high. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance equal to 779 to 3496 ohms peak between (B)(6) 2012.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis found no anomalies. Visual analysis noted apparent explant damage. We also received additional performance data collected from the device and have analyzed the data. High impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for maximum atrial pace bipolar impedance equal to 494 to 1121 ohms range between (B)(6) 2011 and (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance equal to 779 to 4047 ohms peak between (B)(6) 2012.